Manufacturer narrative:
Following submission of the previous supplemental report (follow-up #1), it was found that the product involved in this event had already been reported in mfg report # (B)(4). Any further information received regarding the event will continue to be reported in mfg report # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# unknown implanted: unknown explanted: (B)(6) 2024 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at a dose rate of 200 mcg/day via an implantable pump. It was reported that in (B)(6), the patient experienced an increase in spasticity. The date oct-01-2024 is considered an approximate date of event (specific month and year known only). The physician increased the dose of baclofen until 800 mcg/day without a decrease of spasticity. So, the physician decided to change the catheter on (B)(6) 2024 without result. As such, the physician then decided to replace the pump on (B)(6) 2024. There were no known environmental or external patient factors that may have led or contributed to the event. It was unknown if the issue was resolved as of (B)(6) 2025. The hospital was in possession of the pump which was to be returned to the manufacturer. No further surgical intervention was planned. The patient was without injury regarding their status as of (B)(6) 2025. The patient's medical history and age at the time of the event were unknown or would not be made available.

Manufacturer narrative:
G3: the aware date of the information captured in this report is 2026-apr-21; however, it was clarified that the rep was initially notified of the event / previously reported information on 2025-jul-23. The previous initial report submitted on 2025-aug-04 indicated 2025-jul-25 in field g3 but should instead indicate 2025-jul-23. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The serial number and implant date of the pump were unknown. The model number, serial/lot number, and implant date of the catheter was unspecified. Further troubleshooting / diagnostic tests performed to resolve the event were unknown. Further actions taken to resolve the issue regarding increased spasticity were unknown. The issue was resolved and the patient was withdrawn of intrathecal baclofen. The status of the catheter that was replaced, and if it would be returned to the manufacturer, were unknown. The pump has not since been returned to the manufacturer for analysis and the status of the pump was unknown. It was clarified that the company representative was initially notified of the event (previously reported information) on 2025-jul-23.